Event description:
It was reported that this pacemaker exhibited an alert message a few days after implant indicating that battery replacement indicator had been reached on (B)(6) 2000, due to limited battery capacity and that remote monitoring was disabled. Technical services discussed that this was a false positive explant indicator related to a software update and a cold temperature of -9 degrees celsius prior to implant. A new software update was installed but radio frequency (rf) function could not be re-enabled. The patient was brought back into the clinic and this pacemaker was successfully interrogated with a programmer after difficulty initiating an interrogation previously. It was noted that this device could not be monitored by latitude. No adverse patient effects were reported. Currently, this pacemaker remains in service.